Event description:
Facility reported that 100cc of contrast was injected at a flow rate of 2.0cc/sec. Upon viewing the first set of pictures, the technologist determined that there was no contrast in the pt's vascular system. There was no obvious extravasation or palpable mass upon checking the injection site. Pt had no complaints of pain or pressure. Dept nurse and radiologist were notified and both examined the pt. Radiologist determined that the contrast did extravasate beneath the pt's muscle. Pt was observed for approx one hour, cold compresses were applied and the pt was released. Radiologist would follow up with a phone call in 24 hours. Exam was completed (unenhanced scan) without reinjecting the pt.